Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Customer reported via sales rep that when the surgeon was about to impact the trident liner into the titanium shell, the registrar noticed there was a hair on the liner. Customer added that the liner was then removed with the hair and passed out to a runner and the wound was washed extensively with chlorhexidine. Customer further reported that the available replacement was an x3 liner which was more expensive and this was then implanted and surgery was completed successfully with only about 5-10 minutes delay.